Manufacturer narrative:
(B)(4). Customer has indicated that the device is in the process of being returned to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02322.

Event description:
It was reported that during an ankle joint plating procedure, while tightening the screws, the tip of the screwdriver stripped. A screw extractor had to be utilized to removed the screw from the plate. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned screw driver is stripped. Visual examination has confirmed this. Due to the damage to the device dimensional analysis could not be conducted. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The device is believed to have been conforming to print when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.